Manufacturer narrative:
Product complaint #: (B)(4). (B)(4). Device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the following patient demographic information, if available: age, weight, bmi at the time of index procedure? What was the date of index surgical procedure? What were the diagnosis and indication for the index surgical procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Was there any intraoperative concurrent use of other products? What is lot number? What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? Was the surgicel product left in place? Was the excess irrigated and removed? What were current symptoms following the index surgical procedure? Onset date? Were cultures performed? If yes, results? Please provide any additional details regarding the type of secondary procedure that was performed? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative infection and seroma? What is the patient¿s current status? What is the users experience w/ surgicel powder and other hemostatic agents?

Event description:
It was reported that a patient underwent a mastectomy procedure on an unknown date and absorbable hemostat was used. The patient ended up with an infection and seroma, which required the surgeon to perform a secondary procedure. The surgeon does not believe that the infection was caused by the absorbable hemostat. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Surgeon was using powder to reduce seroma, he knows it is not indicated for this. In past he has not irrigated the excess (complaint logged for off-label use). Unknown whether he irrigated on this patient or not. 2. Where was the surgicel used (on what tissue)? Breast tissue 3. Please provide any additional details regarding the type of secondary procedure that was performed? Unknown ¿ surgeon commented that he didn¿t like the look of the surgicel (black) when he did a follow-up op. No other information provided. Advised that surgicel does turn black. 4. What is physician¿s opinion as to the etiology of or contributing factors to this event? Unknown ¿ did not think it was due to the powder. 5. Was the surgicel product left in place? Was the excess irrigated and removed? Unknown ¿ has not irrigated in the past. 6. What is the users experience w/ surgicel powder and other hemostatic agents? Didn¿t like the look of powder in second op, black color. Patient developed seroma/infection. He knows he is not using the product for hemostasis of active bleeds. The following information was requested, but unavailable: 1. Please provide the following patient demographic information, if available: age, weight, bmi at the time of index procedure? 2. What was the date of index surgical procedure? 3. What were the diagnosis and indication for the index surgical procedure? 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 5. Was there any intraoperative concurrent use of other products? 6. What is lot number? 7. How much surgicel was used during the procedure? 8. What were current symptoms following the index surgical procedure? Onset date? 9. Were cultures performed? If yes, results? 10. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative infection and seroma? 11. What is the patient¿s current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.